Event description:
It was reported a patient enrolled in a clinical study underwent a total left knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 due to a fractured medial tibial baseplate and metallosis. During the procedure, the tibial plateau collapsed resulting in permanent body function impairment and a delay of 60 minutes. All the components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-04913 & 04922 / 04924).